Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The lipc reagent lot number was 920585 with an expiration date of 31-oct-2026. High qc results were observed. The field service engineer (fse) replaced and adjusted the sample and reagent probes, adjusted the gear pump, the reagent probe rinse, and the cell rinse volume. The service actions resolved the issue; however, the specific cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for lipase colorimetric assay (lipc) on a cobas c 303 analytical unit. The initial result was 113 u/l. The repeat result was 30 u/l.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6).